Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted that the reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unspecified date, a 3.5 x 28 mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in an unspecified coronary artery. On (B)(6) 2016, an st elevated myocardial infarction (stemi) was diagnosed and scaffold thrombosis was noted. Unspecified medical treatment was provided. Per physician, the event was due to discontinuation of dual antiplatelet therapy (dapt). The event was also assessed as probably related to the device and index procedure. There was no additional information provided regarding this issue.